Event description:
Acclarent was notified on (B)(4) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology was used. The physician successfully ballooned both sinuses. While retracting the balloon from the last sinus, the physician felt significant resistance and he pulled harder and finally the balloon retracted. After removing subject device from the patient's nose, the physician noticed the balloon had broken away from the device. There was no patient injury and there were no other pieces of spin devices detached from the spin system.

Manufacturer narrative:
The device referenced in this report was returned to the manufacturing facility and evaluated. The device evaluation confirmed that the balloon had completely detached from the shaft of the catheter. The catheter outer shaft was stretched. The bond appeared torn apart and the marks on the bond indicated that user continued to pull against resistance when the balloon was caught at the guide. The cause of the damage appears to be due to excessive force being used to manipulate the catheter. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.